Event description:
It was reported in a remote transmission that the patient's implantable cardioverter defibrillator (ICD) exhibited no radio frequency (rf) telemetry. Programming changes were made and rf telemetry was successfully reconnected to the ICD. However, there was still no rf telemetry after leaving the clinic. Further options to proceed have been provided. The patient was in stable condition.